Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon (ammonia) results were obtained from vitros and non-vitros (biorad) quality control fluids when tested on a vitrso 5600 integrated system. The most likely assignable cause of the higher and lower than expected vitros amon quality control results is an instrument event related to microslide incubator contamination. Prior to service actions performed by an ortho field engineer which included cleaning the microslide incubator and replacing the microslide evaporation caps; the within-run amon precision test was outside of ortho guidelines indicating the vitros 5600 integrated system was not performing as intended. Acceptable within-run precision amon results were obtained after service actions indicating an instrument related issue is the likely assignable cause of the event.

Event description:
A customer obtained higher and lower than expected vitros amon (ammonia) results from vitros and non-vitros (biorad) quality control fluids when tested on a vitrso 5600 integrated system. Vitros liquid performance verifier ii lot g6496. Vitros amon result 147.0 umol/l versus the expected vitros amon result 197.2 umol/l. Biorad l3 control lot 54273: vitros amon results 336, 167.8, 159.2, 161.2, and 336.1 umol/l versus the expected vitros amon result of 212 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).